Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2016 "the shock button wouldn't engage". The device was in use at the time of the reported event but there was no patient impact or harm.